Event description:
It was reported to philips that the system displayed the error "image disk full" couldn't make exposures. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a planned treatment was being performed when the issue occurred and was completed by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed that the system shows image disk full and could not expose. As part of troubleshooting, the fse reviewed system log files and found that the ippc was defect. The cause of the ippc failure was not conclusively determined by the supplier's part analysis. However, replacing the ippc and software reload by the fse has resolved the issue. The fse performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.